Event description:
A customer obtained a 0.82 ng/ml (elevated) accu tni result. The sample was repeated and a 0.50 ng/ml (elevated) accu tni result was obtained. A precision run was performed from the same tube after the rerun. All results were below the 0.50 ng/ml ami cut-off. A corrected result was reported. The patient sample was from patient in ER with chest pains for a week, slight tachycardia and pneumonia. Admitted with a diagnosis of ami. No report of injury or change in treatment due to erroneous results.